Event description:
It was reported that during surgery the cable frayed and unraveled when being tensioned by the tensioner device.

Manufacturer narrative:
The associated accord 2.0mm cobalt chrome cable with clamp was returned and evaluated. A visual examination of the product confirmed the stated failure. The cable frayed and some of the strands were partially unraveled. The clamp body is not returned. The device was manufactured in 2013. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. Our investigation did not determine a specific cause of the stated failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.